Event description:
There was an allegation of questionable results from coaguchek vantus meter serial number (B)(6) compared to a coaguchek xs professional meter with unknown serial number. At 12:30 pm the coaguchek xs professional meter result was 2.6 inr. Strip lot 74976511 with expiration 31-jul-2025 was used for the professional meter test. At 4:04 pm the coaguchek vantus meter result was 1.6 inr. The customer's therapeutic range is 2.0-3.0 inr. Customer tests on a weekly basis.

Manufacturer narrative:
Coaguchek vantus serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.3 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.